Event description:
A patient with anteverted uterus of 100 mm sounding length, was treated with "mea"in 2003 under general anaesthesia following pre-treatment with norethisterone. No pertinent adverse conditions were noted during pre-treatment sounding checks, endometrial biopsy, dilation, or pre-operative saline hysteroscopy. Approximately 1 month post-treatment, patient reported severe abdominal pain. Laparotomy revealed peritonitis secondary to pyosalpinx and no evidence of uterine perforation or bowel injury. Hysterectomy was performed. Patient is recovering well.